Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insufficient blood flow occurred with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, "during the arterial blood collection, the negative pressure suction is weak and the blood does not flow into the blood collection device."

Event description:
It was reported that insufficient blood flow occurred with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, "during the arterial blood collection, the negative pressure suction is weak and the blood does not flow into the blood collection device."

Manufacturer narrative:
H.6 investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.